Manufacturer narrative:
Continuation of d10: 4196 lead implanted: (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered due to low pacing impedance on the right atrial (ra) lead and a lead problem was suspected. It was also noted that there was pacing failure as atrial pacing capture could not be confirmed. It was also noted that noise and oversensing were confirmed on an atrial fibrillation (af) episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that mode re-programming was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.